Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-dec-2017, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 12-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient reported that the implanted system was not working for them and the leads in the spine were removed. X-rays indicate that some portion of the leads are remaining implanted in the buttock region or in fatty tissue. The caller was an MRI tech and did not have additional details about the issue associated with the implanted system. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services reviewed MRI information.